Event description:
It was reported that this device battery appeared to be depleting prematurely base on previous longevity check. At the (B)(6) 2019 checked up the battery had tow and half years remaining. After this device was checked in office (B)(6) 2019 data analysis confirmed elective replacement indicator (eri) was triggered in (B)(6) 2019 and end of life (eol) triggered in (B)(6) 2019. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon laboratory review of complaint evidence the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
It was reported that this device battery appeared to be depleting prematurely base on previous longevity check. At the (B)(6) 2019 checked up the battery had low and half years remaining. After this device was checked in office (B)(6) 2019 data analysis confirmed elective replacement indicator (eri) was triggered in (B)(6) 2019 and end of life (eol) triggered in (B)(6) 2019. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.